Event description:
On (B)(6) 2023, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler passed out during a pd treatment and had an infection that was potentially peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a loss of consciousness (loc) during a ccpd treatment on his liberty select cycler on (B)(6) 2023 due to hypotension. It was explained the patient is hypotensive at baseline and when he uses 2.5% delflex for his pd treatments, he passes out due to a reduction of systemic fluid in the environment of chronic hypotension. The patient was safely disconnected from his cycler by emergency services and transported to the emergency department (ed). The patient was given fluids in the ed and released to home on the same day with no hospitalization. It was confirmed the patient¿s loc and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient reported to the outpatient clinic for follow up on 5/may/2023 with a complaint of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with acinetobacter ursingii and a wbc count of 9102/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient admitted to not wearing a mask or consistently washing hands during pd treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The ip vancomycin was discontinued upon culture results. The patient is recovering from this event as he remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.